Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, sudden breaking of the harmonic blade while cleaning it with a wet gauze. Case went fine afterwards with no adverse reactions, just prolonged case time. It is unknown how the procedure was completed. Device discarded.